Event description:
It was reported that a fragment of single use biopsy valve fell off into the bronchus during a diagnostic bronchoscopy procedure under sedation. The fragment was retrieved with the aid of forceps. The device was replaced with another biopsy valve completing the procedure with less than 30 minutes delay. No additional examination was performed since the fragment was visible to the naked eye. No patient harm reported.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's approved final investigation. Updated fields: d8, g1, h2, h3, h6, h11. The device was returned to olympus and the reported failure was confirmed. On visual inspection it was noted that the device was damaged, a part of the biopsy valve was broken. The detached rubber fragment matched that of the damaged portion of the biopsy valve. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: 1) inserting and withdrawing the syringe at an angle may have applied stress to the biopsy valve, potentially causing its damage. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.